Event description:
It was reported that an occlusion alarm occurred after a supply change with an infusion set, and troubleshooting initially focused on filling the tubing; the user subsequently reported rising blood glucose to 305 mg/dl and acknowledged not confirming drops at the needle that enters the body, indicating improper priming technique. Symptoms included hyperglycemia. Outcomes included return to target range later the same morning after proper education and supply change. Investigation included remote review of reported pump performance and user guidance on correct tubing fill and cannula priming. Investigation of this case revealed user error related to infusion set preparation and occlusion that resolved after correct priming and site change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set change leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.